Event description:
It was reported that on (B)(6) 2008, the patient underwent stenting in the predilated, de novo, proximal left anterior descending coronary artery with one xience v stent. On (B)(6) 2011 the patient, who experienced worsening chronic obstructive pulmonary disease and declined intubation, was transferred to hospice after being made a do not resuscitate status. The patient expired on (B)(6) 2011. An autopsy report was not available. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. There were no reported product deficiencies. The reported patient effect of death is listed in the xience v / xience nano everolimus eluting coronary stent system instructions for use as a known adverse event. Although a conclusive cause for the reported patient effect and the relationship to the device, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacture, design, or labeling.